Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patients were not showing on machine. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that patient information was verified to be correctly configured to display at station. Further the customer confirmed that the issue had been resolved and that the patient was no longer missing at the station. The system functioned as intended when the technical support specialist investigated the issue.